Manufacturer narrative:
Return requested. Replacement motor battery charger shipped to site. Medtronic investigation of returned suspect motor battery charger is unable to confirm reported problem. Motor charger board passed output bench testing and was installed in an alternate o-arm system. While in alternate o-arm system charging, motion, 2d and 3d imaging were successful. No problem found. No fault found. Return requested. 8 replacement batteries 9amph 12v shipped to site. No parts have been received by manufacturer for analysis. On 03/15/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Drive failure. Image acquisition system (ias) powered-down while driving. Replaced motor battery charger board and motor batteries. Issue resolved. System performed as intended. Reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that their image acquisition system (ias) powers down almost immediately after being unplugged. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.